Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed failed battery test and button error. The customer's blood glucose was 235 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump had no button response due to open connector on lcd board. No button error alarms noted. No failed battery test alarms noted after battery insertion. Insulin pump had light corrosion in battery tube. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.